Manufacturer narrative:
(B)(4). Device evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Customer complaint of high control test results. The customer declined to perform a blood test. The customer states her expected blood results range from 100mg/dl to 150mg/dl throughout the day. Reviewed the last 5 blood results in the meter memory: (the customer had difficulty seeing date and time): 270mg/dl; 166mg/dl; 310mg/dl; 159mg/dl; 390mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (390) and the lowest normal result (100) is located in zone c/d. No adverse event reported.